Event description:
It was reported that the vamp reservoir broke during use. There were no patient complications reported. The specific date of the report is unknown, as the aware date is being used as the incident date.

Manufacturer narrative:
Device has not been returned for evaluation.